Event description:
It was reported they patient cannot get stimulation to the right side. The patient reported pain in the right side of his back, which prompted him to attempt to turn on the stimulation. The patient felt right side stimulation the morning of this report, but was no longer able to receive this effect later that day. The voltage was turned up to 7, but pain was developed at the implant site. He denied doing any rigorous physical activity on the day of this report. The device settings were set at: program 1: 4.1 (left side) program 2: 3.4 (right side). The patient was redirected to his health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the cause of the event was unknown. The patient met with a manufacturer representative on (B)(6) for reprogramming and no problems were noted. It was reported that the patient recovered without sequela.